Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2020, the patient was found to have breast cancer ("breast cancer"). On an unknown date, the patient underwent medical device removal (seriousness criterion intervention required) and experienced autoimmune disorder ("autoimmune disorder"), coccidioidomycosis ("valley fever"), ovarian cyst ("ovarian cyst") and vaginal discharge ("heavy discharge"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2022. At the time of the report, the medical device removal, autoimmune disorder, breast cancer, coccidioidomycosis, ovarian cyst and vaginal discharge outcome was unknown. The reporter considered autoimmune disorder, breast cancer, coccidioidomycosis, medical device removal, ovarian cyst and vaginal discharge to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pain pelvic female") in a 43 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of paratubal cyst. Concurrent conditions were listed as ovarian cyst, breast cancer, postural orthostatic tachycardia syndrome and pelvic pain female. On (B)(6) 2013, the patient had essure inserted. In 2020 she was found to have breast cancer ("breast cancer"). An unknown time later she experienced pelvic pain (seriousness criterion intervention required), autoimmune disorder ("autoimmune disorder"), coccidioidomycosis ("valley fever"), ovarian cyst ("ovarian cyst") and vaginal discharge ("heavy discharge"). Essure was removed on (B)(6) 2022. The patient was treated with surgery (hysterectomy & salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered autoimmune disorder, breast cancer, coccidioidomycosis, ovarian cyst, pelvic pain and vaginal discharge to be related to essure administration. The reporter commented: discrepancy noted in essure removal date (B)(6) 2022 and (B)(6) 2022. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 21-nov-2022: medical records received. Event: medical device removal updated to event: pain pelvic female. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2020, the patient was found to have breast cancer ("breast cancer"). On an unknown date, the patient underwent medical device removal (seriousness criterion intervention required) and experienced autoimmune disorder ("autoimmune disorder"), coccidioidomycosis ("valley fever"), ovarian cyst ("ovarian cyst") and vaginal discharge ("heavy discharge"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2022. At the time of the report, the medical device removal, autoimmune disorder, breast cancer, coccidioidomycosis, ovarian cyst and vaginal discharge outcome was unknown. The reporter considered autoimmune disorder, breast cancer, coccidioidomycosis, medical device removal, ovarian cyst and vaginal discharge to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 22-jul-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.